Manufacturer narrative:
Inspection indicates that the limit switch did not stop the upward belt movement and the impact with the bottom of the lift caused the clam shell to be pushed down on the lifting belt. Further evidence is that the paint chips on the clam shell correspond to the location of the screw heads in the belt guide block. The limit switch was tested repeatedly and the failure was not reproduced. The belt guide and limit switch have been returned to the factory and installed on a test unit to be subject to cycle testing to see if a limit switch failure can be reproduced. The effects of limit switch failure can be seen and should be recognized by service during safety inspections. If seen, lift should be taken out of service until repaired. Facility uses non-manufacturer service so this was not controlled by the manufacturer.

Event description:
While a patient was being transferred by two staff members using the tollos cirrus 600 model lift, the lifting strap broke causing the patient and the spreader bar to fall from unspecified elevation (verbal communication indicated that it was a few inches). The patient fell back to the bed and was not injured. The patient information entered is not factual. The facility did not provide this information. Filled in data in order to proceed with the report.